Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that a motor stall alert was seen upon pump interrogation. The stall occurred on (B)(6) 2020 with tube set occurring on (B)(6) 2020. No audible alarm was reported. It was noted the patient was not a good historian, but they noted they had been to the emergency room (ER) a month ago for an unspecified reason, and they had been "in a tube." The caller assumed an MRI had been performed. It was reviewed that it was likely telemetry state as approximately 15 minutes later when interrogated again, the stall had recovered. The patient had mentioned an increase in spasticity for a month, but the caller again stressed that they were a poor historian and they didn't think the spasticity was related to the pump. They were going to check for a volume discrepancy at the refill and try to confirm whether or not an MRI took place. No further complications were reported.